Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2026, at 16:20, the patient underwent laparoscopic renal cyst decortication under general anesthesia. After the surgery, the patient returned to the ward. Medical orders included bedside electrocardiogram monitoring, oxygen inhalation, urine drainage, and proper fixation of the urinary foley catheter. On (B)(6) 2026, at 15:20, during a ward round, it was found that the patient's urinary catheter had fallen out. The patient reported hearing a popping sound from the balloon, which delayed catheterization. Immediately, the urinary catheter was examined; the balloon was intact. The catheter was removed, and the patient was instructed to drink plenty of water and void naturally. At 17:00, the patient was able to urinate smoothly, and the adverse event improved.